Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported all of a sudden, their stimulation will quit working, and would only work for a minute or two, then would stop working again. Agent asked, patient confirmed they were not feeling stimulation at all when this would happen; stim was intermittent. Agent asked event date, and patient said this had been going on ever since they got their implant and they had been recently working with their rep to try to figure out why stim would work that way. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received, it was reported the representative reprogrammed the patient and it did get more the patient's left side but still not in their back. The representative stated they could not do it any better than that and the patient would need surgery to put in a paddle which could not be removed. The issue was not resolved. The patient had an x-ray to make sure the leads were in place, in which they were.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) via a patient letter. When prompted on the actions being taken to resolve their "intermittent stimulation and stimulation in front instead of back" the pt writes that their "intermittent stimulation is taken care of. Left side is a little better-right side is still not in place". Pt reports that a manufacturer representative (rep) told them if this does not work they will need an additional surgery to have a paddle lead placed. Pt states they are "not sure what [their] next move will be".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the intermittent stimulation is ongoing and has been since a return visit with a manufacturer representative (rep). They state they were programmed wrong and the stimulation works in front but nothing is in there back where they need the stimulation.